Event description:
Patient was brought in as an outpatient to have an attempted ptca/stent placement in a chronic, totally occluded circumflex artery that had two stents placed during previous years. During the course of the procedure, a coronary guidewire was being used to go past the blockage and two already existing crossed stents.the end of the guide wire broke off inside the circumflex artery and migrated to the distal end of the lad. Staff believes that the guidewire became entangled with the two already in place stents and the tip broke off. An attempt was made to retrieve the broken piece of the guidewire with a micro-snare. One unsuccessful attempt was made at which time the micro-snare and catheter were removed from the lad. Subsequent angiogram showed slower flow in the lad and the patient's blood pressure began to drop. A guidewire was placed down the lad and attempts were made to open the partially occluded lad. The circumflex was also noted to be shutting down. The patient continued to become more unstable and CPR was initiated two separate times. After approximately 20 minutes of resuscitation efforts, the code was called and the patient was pronounced.